Event description:
Pt was implanted with 3.5mm lcp olecranon plate and screws on an unk date. Pt was returned to operating room on (B)(6) 2011 for revision of orif right olecranon. Pt's bone was so soft that the plate pulled off. Surgeon removed lcp olecranon plate, 6 locking screws, and 1 cortical screw from pt and revised pt's fracture with k wires. This is 3 of 8 reports for this event.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.